Event description:
The fse reported that the system displayed intermittent mono block/generator errors. A system reboot was required in order to regain functionality. There is no report of injury or death.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.